Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the system error 322 was caused by a failed lower link switch. The lower aux was replaced.